Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was unreachable for further troubleshooting after the call disconnected, and technical support planned to follow up to continue addressing the issue. The malfunction alarm was cleared, and insulin delivery was resumed successfully.